Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient had not been seen for 6 years. Upon interrogation, all were normal except 0/7 which were around 18,000 ohms. These were not used in programming. No lead fractures were noted. The patient¿s therapy was doing great and there were no problems. No further troubleshooting or interventions were done.